Event description:
Additional information was received that the patient was being transported from another hospital at the time of the event and the incident happened in the CT room. The patient was not being transferred to the CT bed and was just in the trolley. The trolley reportedly was plugged to the wall. At the time of the event, only the pump failed. Everything else was reported to be fine with just an alarm due to the failure.

Manufacturer narrative:
D4: catalog number corrected e1: the event took place at papworth hospital at addenbrooke's rd, cambridge, cb2 9nx, united kingdom manufacturer's investigation conclusion: incidental findings: damaged to the motor cable¿s outer jacket the reported event of the centrimag motor suddenly stopping was not confirmed. The returned centrimag motor (serial number:(B)(6) was evaluated at the european distribution center (edc) under work order 88937 on 23 may 2024 alongside known working testing centrimag equipment. The motor was functionally tested and no issues were observed. The reported event was unable to be reproduced during testing. Due to the observed damaged to the motor cable, it was determined to scrap the unit. No further testing was performed. A log file was downloaded from the returned centrimag motor. The data in the log file did not indicate any issues with the console. No atypical alarms were observed. The console was observed to be operating the system at the set speed without any issues. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system, motor, and flow related alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor instructions for use instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centimag system stopped working during computed tomography (CT). Related MFR # for the console: 3003306248-2024-00031

Manufacturer narrative:
A1-a4: no patient information provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.